Event description:
Complainant alleged that the clinicians were monitoring a 65 year old male pt who was complaining of chest pains, but that the device display intermittently blanked out. The clinicians were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.